Event description:
It was reported that the lead was capped due to low/varying impedance (280-290 bipolar and 444 ohms unipolar). Impedance through the analyzer was 170 ohms. No patient complications have been reported as a result of this event.